Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan via email. In this email, the patient alleged that the subject device was reading inaccurately high compared to his feelings and/or normal readings. This complaint has been classified based on information obtained from the lay user/patient's correspondence. It is not known when the alleged inaccuracy issue began but the patient alluded that it had been ongoing. The patient did not provide any readings obtained on the subject device relating to this event but stated that the device was reading inaccurately high. The patient manages his diabetes with insulin and stated that due to the alleged inaccurately high readings obtained on the subject device, he would take more insulin. The patient stated in his email that "he fell out of bed one night due to an insulin reaction", "hit his head on the corner of the nightstand and sustained bruises on one arm"; no specific date or time was given for this alleged incident. It is not known if the patient received medical treatment as a result of this issue or if his blood glucose was measured at the time on either the subject meter or another device. Based on the information provided, it is not possible to determine if at the time of the alleged event, the subject test strips had been stored correctly or open beyond their discard date. It is also not know if the patient was following the correct testing procedure, if the unit of measure was set correctly at the time of testing or if an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining alleged inaccurately high blood glucose result(s) on the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.